Manufacturer narrative:
(B)(4). Date of initial report: (B)(6)2012. Initial report sent under MDR number 1717344-2012-00444. The jaws were not stuck shut on the device that was returned. The jaws opened and closed normally when the handle was activated. The IFU for this device states that if the jaws are not cleaned as instructed, eschar can build up and cause the jaws to stick to the sealed tissue. This can lead to difficulty in opening and closing the device. Keep the jaws of the instrument clean at all times adn clean the instrument more often when working in a bloody field. If consistent sticking is encountered, reduce the bar setting. Do not re-use or reprocess the device as this can damage the surface of the jaws and lead to improper performance.

Event description:
The customer reported that the device jaws were stuck on tissue. The surgeon had to cut around the jaws in order to remove the device. There was no bleeding or patient injury.